Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The french prestataire reported that the needle and cannula from the pod deployed later than expected during placement. No blood glucose levels were reported. No treatment details were reported.